Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer changed the supplies and administered a bolus via the pump. The issue was resolved by changing the infusion set and cartridge, allowing the customer to resume insulin delivery.